Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right atrial (ra) lead exhibited noise. No changes or interventions were reported. The condition of the patient is unknown.

Event description:
New information received notes that the patient presented remotely via merlin.net. Review of the transmission noted that the right atrial (ra) lead exhibited noise oversensing resulting in multiple inappropriate mode switch episodes.

Manufacturer narrative:
Correction: section e2 - the correct selection for health professional? Should have been no, rather than no information. Correction: section e3 - the correct occupation should have been non-healthcare professional. Correction: section e4 - the correct selection for initial reporter also sent the report to FDA? Should have been no, rather than no information.